Event description:
Received the essure implants in july 2007. I have been having constant cramping, excessive bleeding, back pain, pain radiation down my legs, burning sensation at implant site, pins and needles feeling, a constant discomfort and tender abdominal area.